Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that the screws could not be picked up onto the screwdrivers and were therefore unusable. The screwdrivers were changed as it was initially thought that they were the problem but the problem still persisted. We found that all the screws affected had the same lot number. The screwdriver shaft held other 4mm screws from a different batch number, once all of those screws were used the surgeons changed the surgical plan and used 6mm screws. Both screwdriver shafts off the matrix tray were tried and a 2nd matrix tray was opened and both screwdriver shafts were tried off that tray, none of which picked up that particular batch of screws but picked the screws outside of the batch. I have checked that they were using the correct shaft used for the maxilla with the corresponding white colour coding, which they were. The surgery was delayed by no more than 5 minutes. The patient came to no harm, the screws that could not be picked up were not used on the patient. This report is for one (1) scr ã¸1.5 self-tap l4 tan 4u I/clip. This is report 1 of 4 for complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.503.204.04s. Lot #: 893p562. Manufacturing site: jabil bettlach. Release to warehouse date: 01, july 2022. Expiry date: 01, june 2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.